Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump when tandem technical support was telephoned, a cause of the occlusion was unable to be determined. Although requested, additional information was not provided.